Event description:
It was reported that after taking 3 samples for calcifications, they heard a loud sound from the probe and holster. When they attempted to remove the gray sleeve from the unit, the white dc adapter from the blue cable fell out of the unit. The case was aborted and the 3 cores taken did no contain the calcifications. The patient was sent home under normal post biopsy instructions and rescheduled for next week.